Event description:
It was reported that a vns patient would be scheduled for generator revision surgery due to an increase in seizures. The physician increased the patient's settings to address the increase in seizures. Good faith attempts to obtain additional information have been unsuccessful to date.